Event description:
Patient presented to the physician with headaches and pain at the stimulation cuff. Physician administered steroid injections into the neck incision site and prescribed pain medication.